Manufacturer narrative:
The customer has provided instrument files but log files are still pending. Investigation will commence once log files are received. The cause of this event is unknown.

Event description:
The customer reported that they received a discrepant high po2 result on one patient compared to repeat testing of a new sample on another rp500e instrument. The customer expressed doubts as to the preanalytical quality of the sample. There is no report of injury due to this event.

Manufacturer narrative:
A review and evaluation of data from the instrument log, aqc expected recovery, raw signal responses, reagent response curves, calibration history, and an absence of any drifts in the po2 sensor slope or any related errors indicates that the po2 sensor was stable and performing normally as expected on the date of the event. It should be noted that two different arterial samples, drawn from the patient, were measured on each instrument. The customer stated that, ¿the laboratory has doubts about the preanalytical quality of the first sample¿ (the sample which gave the discrepant result). This suggests that the reported sample measured earlier at 10:44 on 02aug2024 was compromised prior to sample analysis. Which can cause inaccurate results. Pre-analytical factors such as sample handling, collection practices, sample exposure to room air, or presence of bubbles in the analyzed sample may have been attributed to producing such a high discrepant po2 result. No product problem identified. The likely cause of this event as noted by the customer is improper sample handling.